Manufacturer narrative:
Product event summary: one (1) controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Review of the controller log files revealed occurrences of suction alarms. However, these alarms could not be duplicated at the bench level. The reported event was not confirmed. The device was related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when two fully charged batteries were connected to the controller, a power disconnect alarm was triggered. The controller was replaced. No patient complications have been reported as a result of this event.